Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 32mm +8 v40 taper vit head; cat# (B)(4); lot# 13595601; unknown_cork_product; cat# (B)(4); lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "patient presented with pain at clinic. Liner and head exchange with I&d. No significant damage visualized with explants. No previous operative report available. No complications with surgery."